Event description:
It was reported that during preventative maintenance, cardiosave intra-aortic balloon pump (iabp) screen is completely blank and does not display and there is a notification sound. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1: event site name and initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, h2, h11. Corrected fields: h6 (medical device problem code, investigation findings, investigation conclusions). Due to character limitation in block e1: event site city: (B)(6).

Manufacturer narrative:
(B)(6). Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, conclusion), h11. It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intraaortic balloon pump (iabp) exhibited a blank display screen with no visible information. A continuous notification alarm was sounding, however, the specific alarm type could not be identified. No patient was involved, and no harm was reported. The fse replaced the display monitor to video gen board kit. After installation, the fse tested the overall operation of the unit. The iabp powered on correctly, the display function was restored, and all system operations performed normally. The fse completed all required safety, functional, and calibration checks in accordance with factory specifications. The unit was confirmed to be fully operational, cleared for clinical use, and returned to the customer.

Event description:
N/a.

Manufacturer narrative:
Updated fields:b4, b5, g3, g6, h2, h6- medical device ¿ problem code, h11.

Event description:
It was reported that during preventative maintenance, cardiosave intra-aortic balloon pump (iabp) screen is completely blank and does not display and there is a notification alarm sound however the alarm is unknown and unspecified. There was no patient involvement.